Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report having problems priming the insulin pump, as well as getting sensor error alarms. Troubleshooting was performed, and the insulin pump passed the self test. The customer was very concerned about the possibility of the insulin pump over delivering, and requested a replacement. Nothing further was reported.